Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and occlusion as listed in the multi-link vision coronary stent system, instructions for use are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an acute myocardial infarction. Following the use of a non-abbott heart pump, a 3.50x15 mm rx vision stent was successfully deployed in the proximal left anterior descending coronary artery. Post deployment of the stent, complete occlusion of the stent occurred almost immediately. The patient coded. Despite chest compressions being performed, the patient expired. No additional information was provided.